Manufacturer narrative:
Findings: no unexpected a39 alarms noted. Unit passed displacement test and pump self-test. Minor scratches on lcd window, cracked reservoir tube lips, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a39. Customer's blood glucose was unknown mg/dl.